Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Damages to the reservoir tube lip, battery tube threads, display window and case was noted during visual inspection.

Event description:
Customer reported problem with the motor moving slowly with blood sugars running between 300-400 mg/dl. Customer also reported problem with damages to the insulin pump. Advised will send replacement insulin pump. Nothing further reported.